Manufacturer narrative:
Terumo did not receive the actual device, no investigation performed. A review of the device history record shows all required inspections were performed. The device history record did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out of box, the arterial and venous line tapes were reversed. The event did cause a delay in the beginning of the surgical procedure.